Event description:
The pt reported elevated blood glucose reading of 300-400 mg/dl, while using his new insulin infusion device. He stated, he treated his levels by switching to his backup infusion device and his blood glucose readings returned to his normal range of 90-120-mg/dl. He stated his symptoms were feeling bad and thirst. During troubleshooting, the pt stated, he changed his infusion headset every 4 days and tubing every 8-9 days. The pt was advised that recommended use is 3 days for the headset and 6 days for the tubing. He stated, he noticed air bubbles in the tubing only once and primed the bubbles out without error. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.